Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 471 mg/dl. Customer did not indicate how the they treated. The customer also reported getting inaccurate readings with the sensor that caused the high readings. Blood glucose was 168 mg/dl and the sensor reading was 91 mg/dl. There was an instance where the sensor reading was 71 and it that triggered the insulin pump to suspend insulin delivery. Customer treated then for the low that resulted high blood glucose level. Customer declined troubleshooting for the high readings. The insulin pump was not returned for analysis.